Manufacturer narrative:
(B)(4). G2: foreign: japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner would not mate with the cup. The surgeon confirmed that the locking ring was deformed. A new device was opened, and the surgery was completed successfully. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d5; d9; g3; h2; h3; h4; h6 visual examination of the returned product identified the shell and liner were returned disassociated. Shell was returned with the lock ring chamfer orientation correctly facing upwards. Shell was below groove shows damage upon return. Lock ring was bent and damaged in the lock ring groove upon return. During evaluation lock ring was removed to inspect for damage and found gouge and deformation damage to the underside. Liner rim is deformed and outer spherical surface and wall near the lock ring groove show indentation and deformation damage from the lock ring during attempted use. Dimensional analysis was performed on the ringloc components and found tolerance dimensions to be conforming to sizes. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.